Manufacturer narrative:
From additional information it was clarified that patient's eye was the issue. There was no use error. The patient¿s bag was compromised as it was broken, so there was need to sew in. The issue was noticed during implantation /application. The lens was partially inserted. The procedure was completed with lens from another manufacturer. There was no patient injury. No other information is available.

Manufacturer narrative:
Section a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1:surgeon's name, email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was destroyed during the case as the capsular bag had been comprised during insertion. The lens was changed to sew in lens from another manufacturer. From additional information it was learnt that the lens was fully inserted. It was not a lens issue. No other information was available.